Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly. No unexpected occlusions or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm after changing multiple sets. The customer's blood glucose level was unknown at the time of incident. Customer states that troubleshooting was performed for the no delivery alarm. The customer stated that customer had tried all remedies. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.